Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3.1 and 3.2 failed. A field service engineer upon inspection, found that the hard stops for drawers 3.1 and 3.2 were loose and missing screws. Then located the loose screws at the bottom of the machine, re-inserted them into the hard stops, and tightened them securely. Fse re-seated the row board cable header at the drawer controller. The station was then tested using the hardware testing application, and all operations were verified to be functioning properly. The system functioned as intended after the field service engineer repaired the device.